Event description:
The customer reported the operator obtained erroneous high serum chloride (cl) results on approximately 10 patient samples while using the unicel dxc 600 synchron clinical system. The incident was found during the run while monitoring the anion gaps. Subsequently the samples were retested on a second instrument and the amended (correct) reports were issued. No erroneous results were reported out of the laboratory. No reports of death or serious injury, and no affect to patient treatment as a result of this event.

Manufacturer narrative:
Calibration is routinely done every 24 hours on the reported unit. Quality control (qc) samples are run every 9 hours. Prior to this event, the system was calibrated and qc results were within the lab's established ranges. The maintenance procedure is done twice weekly. The laboratory room temperature is well-controlled. The field service engineer (fse) was dispatched. The cl electrode was replaced and calibrated. In addition there were some bubbles in the ratio pump. The flow cell was cleaned, the ratio piston was replaced and the ratio pump was rebuilt. These measures resolved the issue. Root cause is most likely attributed to parts replaced and adjustments made. This reportable event was identified during a retrospective review conducted between (B)(4), 2008 and (B)(4), 2010 of complaints for additional reportable events.

Event description:
The customer reported the operator obtained erroneous high serum chloride (cl) results on approximately 10 patient samples while using the unicel dxc 600 synchron clinical system. The incident was found during the run while monitoring the anion gaps. Subsequently the samples were retested on a second instrument and the amended (correct) reports were issued. No erroneous results were reported out of the laboratory. No reports of death or serious injury, and no affect to patient treatment as a result of this event.

Event description:
The customer reported the operator obtained erroneous high serum chloride (cl) results on approximately 10 patient samples while using the unicel dxc 600 synchron clinical system. The incident was found during the run while monitoring the anion gaps. Subsequently the samples were retested on a second instrument and the amended (correct) reports were issued. No erroneous results were reported out of the laboratory. No reports of death or serious injury, and no affect to patient treatment as a result of this event.

Event description:
The customer reported the operator obtained erroneous high serum chloride (cl) results on approximately 10 patient samples while using the unicel dxc 600 synchron clinical system. The incident was found during the run while monitoring the anion gaps. Subsequently the samples were retested on a second instrument and the amended (correct) reports were issued. No erroneous results were reported out of the laboratory. No reports of death or serious injury, and no affect to patient treatment as a result of this event.

Event description:
The customer reported the operator obtained erroneous high serum chloride (cl) results on approximately 10 patient samples while using the unicel dxc 600 synchron clinical system. The incident was found during the run while monitoring the anion gaps. Subsequently the samples were retested on a second instrument and the amended (correct) reports were issued. No erroneous results were reported out of the laboratory. No reports of death or serious injury, and no affect to patient treatment as a result of this event.

Event description:
The customer reported the operator obtained erroneous high serum chloride (cl) results on approximately 10 patient samples while using the unicel dxc 600 synchron clinical system. The incident was found during the run while monitoring the anion gaps. Subsequently the samples were retested on a second instrument and the amended (correct) reports were issued. No erroneous results were reported out of the laboratory. No reports of death or serious injury, and no affect to patient treatment as a result of this event.

Event description:
The customer reported the operator obtained erroneous high serum chloride (cl) results on approximately 10 patient samples while using the unicel dxc 600 synchron clinical system. The incident was found during the run while monitoring the anion gaps. Subsequently the samples were retested on a second instrument and the amended (correct) reports were issued. No erroneous results were reported out of the laboratory. No reports of death or serious injury, and no affect to patient treatment as a result of this event.

Event description:
The customer reported the operator obtained erroneous high serum chloride (cl) results on approximately 10 patient samples while using the unicel dxc 600 synchron clinical system. The incident was found during the run while monitoring the anion gaps. Subsequently the samples were retested on a second instrument and the amended (correct) reports were issued. No erroneous results were reported out of the laboratory. No reports of death or serious injury, and no affect to patient treatment as a result of this event.

Event description:
The customer reported the operator obtained erroneous high serum chloride (cl) results on approximately 10 patient samples while using the unicel dxc 600 synchron clinical system. The incident was found during the run while monitoring the anion gaps. Subsequently the samples were retested on a second instrument and the amended (correct) reports were issued. No erroneous results were reported out of the laboratory. No reports of death or serious injury, and no affect to patient treatment as a result of this event.

Event description:
The customer reported the operator obtained erroneous high serum chloride (cl) results on approximately 10 patient samples while using the unicel dxc 600 synchron clinical system. The incident was found during the run while monitoring the anion gaps. Subsequently the samples were retested on a second instrument and the amended (correct) reports were issued. No erroneous results were reported out of the laboratory. No reports of death or serious injury, and no affect to patient treatment as a result of this event.

Event description:
The customer reported the operator obtained erroneous high serum chloride (cl) results on approximately 10 patient samples while using the unicel dxc 600 synchron clinical system. The incident was found during the run while monitoring the anion gaps. Subsequently the samples were retested on a second instrument and the amended (correct) reports were issued. No erroneous results were reported out of the laboratory. No reports of death or serious injury, and no affect to patient treatment as a result of this event.

Manufacturer narrative:
Calibration is routinely done every 24 hours on the reported unit. Quality control (qc) samples are run every 9 hours. Prior to this event, the system was calibrated and qc results were within the lab's established ranges. The maintenance procedure is done twice weekly. The laboratory room temperature is well-controlled. The field service engineer (fse) was dispatched. The cl electrode was replaced and calibrated. In addition there were some bubbles in the ratio pump. The flow cell was cleaned, the ratio piston was replaced and the ratio pump was rebuilt. These measures resolved the issue. Root cause is most likely attributed to parts replaced and adjustments made. This reportable event was identified during a retrospective review conducted between (B)(4) 2008 and (B)(4), 2010 of complaints for additional reportable events.

Manufacturer narrative:
Calibration is routinely done every 24 hours on the reported unit. Quality control (qc) samples are run every 9 hours. Prior to this event, the system was calibrated and qc results were within the lab's established ranges. The maintenance procedure is done twice weekly. The laboratory room temperature is well-controlled. The field service engineer (fse) was dispatched. The cl electrode was replaced and calibrated. In addition there were some bubbles in the ratio pump. The flow cell was cleaned, the ratio piston was replaced and the ratio pump was rebuilt. These measures resolved the issue. Root cause is most likely attributed to parts replaced and adjustments made. This reportable event was identified during a retrospective review conducted between (B)(4), 2008 and (B)(4), 2010 of complaints for additional reportable events.

Manufacturer narrative:
Calibration is routinely done every 24 hours on the reported unit. Quality control (qc) samples are run every 9 hours. Prior to this event, the system was calibrated and qc results were within the lab's established ranges. The maintenance procedure is done twice weekly. The laboratory room temperature is well-controlled. The field service engineer (fse) was dispatched. The cl electrode was replaced and calibrated. In addition there were some bubbles in the ratio pump. The flow cell was cleaned, the ratio piston was replaced and the ratio pump was rebuilt. These measures resolved the issue. Root cause is most likely attributed to parts replaced and adjustments made. This reportable event was identified during a retrospective review conducted between (B)(4), 2008 and (B)(4), 2010 of complaints for additional reportable events.

Manufacturer narrative:
Calibration is routinely done every 24 hours on the reported unit. Quality control (qc) samples are run every 9 hours. Prior to this event, the system was calibrated and qc results were within the lab's established ranges. The maintenance procedure is done twice weekly. The laboratory room temperature is well-controlled. The field service engineer (fse) was dispatched. The cl electrode was replaced and calibrated. In addition there were some bubbles in the ratio pump. The flow cell was cleaned, the ratio piston was replaced and the ratio pump was rebuilt. These measures resolved the issue. Root cause is most likely attributed to parts replaced and adjustments made. This reportable event was identified during a retrospective review conducted between (B)(4), 2008 and (B)(4), 2010 of complaints for additional reportable events.

Manufacturer narrative:
Calibration is routinely done every 24 hours on the reported unit. Quality control (qc) samples are run every 9 hours. Prior to this event, the system was calibrated and qc results were within the lab's established ranges. The maintenance procedure is done twice weekly. The laboratory room temperature is well-controlled. The field service engineer (fse) was dispatched. The cl electrode was replaced and calibrated. In addition there were some bubbles in the ratio pump. The flow cell was cleaned, the ratio piston was replaced and the ratio pump was rebuilt. These measures resolved the issue. Root cause is most likely attributed to parts replaced and adjustments made. This reportable event was identified during a retrospective review conducted between (B)(4), 2008 and (B)(4), 2010 of complaints for additional reportable events.

Manufacturer narrative:
Calibration is routinely done every 24 hours on the reported unit. Quality control (qc) samples are run every 9 hours. Prior to this event, the system was calibrated and qc results were within the lab's established ranges. The maintenance procedure is done twice weekly. The laboratory room temperature is well-controlled. The field service engineer (fse) was dispatched. The cl electrode was replaced and calibrated. In addition there were some bubbles in the ratio pump. The flow cell was cleaned, the ratio piston was replaced and the ratio pump was rebuilt. These measures resolved the issue. Root cause is most likely attributed to parts replaced and adjustments made. This reportable event was identified during a retrospective review conducted between (B)(4), 2008 and (B)(4), 2010 of complaints for additional reportable events.

Manufacturer narrative:
Calibration is routinely done every 24 hours on the reported unit. Quality control (qc) samples are run every 9 hours. Prior to this event, the system was calibrated and qc results were within the lab's established ranges. The maintenance procedure is done twice weekly. The laboratory room temperature is well-controlled. The field service engineer (fse) was dispatched. The cl electrode was replaced and calibrated. In addition there were some bubbles in the ratio pump. The flow cell was cleaned, the ratio piston was replaced and the ratio pump was rebuilt. These measures resolved the issue. Root cause is most likely attributed to parts replaced and adjustments made. This reportable event was identified during a retrospective review conducted between (B)(4), 2008 and (B)(4), 2010 of complaints for additional reportable events.

Manufacturer narrative:
Calibration is routinely done every 24 hours on the reported unit. Quality control (qc) samples are run every 9 hours. Prior to this event, the system was calibrated and qc results were within the lab's established ranges. The maintenance procedure is done twice weekly. The laboratory room temperature is well-controlled. The field service engineer (fse) was dispatched. The cl electrode was replaced and calibrated. In addition there were some bubbles in the ratio pump. The flow cell was cleaned, the ratio piston was replaced and the ratio pump was rebuilt. These measures resolved the issue. Root cause is most likely attributed to parts replaced and adjustments made. This reportable event was identified during a retrospective review conducted between (B)(4), 2008 and (B)(4), 2010 of complaints for additional reportable events.

Manufacturer narrative:
Calibration is routinely done every 24 hours on the reported unit. Quality control (qc) samples are run every 9 hours. Prior to this event, the system was calibrated and qc results were within the lab's established ranges. The maintenance procedure is done twice weekly. The laboratory room temperature is well-controlled. The field service engineer (fse) was dispatched. The cl electrode was replaced and calibrated. In addition there were some bubbles in the ratio pump. The flow cell was cleaned, the ratio piston was replaced and the ratio pump was rebuilt. These measures resolved the issue. Root cause is most likely attributed to parts replaced and adjustments made. This reportable event was identified during a retrospective review conducted between (B)(4), 2008 and (B)(4), 2010 of complaints for additional reportable events.

Manufacturer narrative:
Calibration is routinely done every 24 hours on the reported unit. Quality control (qc) samples are run every 9 hours. Prior to this event, the system was calibrated and qc results were within the lab's established ranges. The maintenance procedure is done twice weekly. The laboratory room temperature is well-controlled. The field service engineer (fse) was dispatched. The cl electrode was replaced and calibrated. In addition there were some bubbles in the ratio pump. The flow cell was cleaned, the ratio piston was replaced and the ratio pump was rebuilt. These measures resolved the issue. Root cause is most likely attributed to parts replaced and adjustments made. This reportable event was identified during a retrospective review conducted between (B)(4) 2008 and (B)(4) 2010 of complaints for additional reportable events.